Event description:
It was reported that the lead warning triggered, and the lead exhibited high impedances and no capture. The lead polarity was reprogrammed, and the lead remains in use. It was further reported that the lead exhibited a spike in impedances and an apparent fracture. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead warning triggered, and the lead exhibited high impedances and no capture. The lead polarity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The distal and proximal conductors of the lead developed a fracture due to flexing while in vivo, and both the inner and outer insulation of the lead developed a breach due to abrasion while in vivo.